Manufacturer narrative:
This event was received via a voluntary medwatch report. The report number is (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva 200 tractip laser fiber was used in a cystoscopy with laser lithotripsy procedure in the left kidney performed on (B)(6) 2021. During the procedure, the tip of the laser fiber broke off and remained in the left kidney. The physician could not remove the detached tip due to the small size of the object but also mentioned that the tip is expected to flush out upon urination. If the tip does not flush out on its own, then the physician plans to attempt to remove it in one week. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.